Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath clear was selected for use, they opened the packaging of the sheath and saw that the irrigation port was broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath clear was selected for use, they opened the packaging of the sheath and saw that the irrigation port was broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the port was broken directly where it left the sheaths body and is going out to the stop cock. No pictures were available.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, microscopic analysis confirmed a tear where the stopcock detached from the connecting tube. B3: event date - estimated as the date is unknown.

Event description:
It was reported that during preparation for a pfa procedure the faradrive steerable sheath clear was selected for use, they opened the packaging of the sheath and saw that the irrigation port was broken. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was returned. It was further reported that the port was broken directly where it left the sheaths body and is going out to the stop cock. No pictures were available.